Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What was the source and triggering event of bleeding discharge? What was the volume of blood loss? How was the bleeding treated? Please describe the symptomatic treatment provided to the patient. Was any other medical/surgical required, other than removing the stitches and disinfecting it? Please provide further details on the small hole that was found during exploration. Please describe any medical/surgical intervention required for this suture event including dates and results. What post-op instructions were provided to the patient? Were the post-op instructions followed by the patient? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2023 and suture was used on the perineal wound. The patient had a degree I perineal laceration. On the 8th day after surgery, it was found that the patient had bleeding discharge from the wound. The patient had wound secretion. The doctor used curved forceps to explore and found a small hole with visible sutures. The doctor performed symptomatic treatment on the patient's wound by removing stitches and disinfecting it. Additional information was requested.